Event description:
Ethicon endo-surgery 1 proximate reloadable linear stapler tx 60b misfired - only half of the staples fired. They then had to be removed because the staple legs did not bend to complete the staple line.